Event description:
This event was initially reported to gyrus acmi as a repair request, and at the time of the initial reporting, no info was provided regarding any pt involvement. On may 16, 2008 gyrus acmi was informed by the facility that the device was used during a procedure, subsequent to which a pt death was reported. Since it is not clear what relationship the subject device may have had to the reported death, if any, gyrus acmi is providing this report to the agency.

Manufacturer narrative:
Based on our eval, gyrus acmi cannot find any functional problem with this working element. All functional checks passed. However, we have not been provided with the electrode or the generator that was used in this procedure, and thus, we cannot comment on the functioning of the energy-generating components. Absent the availability of this equipment, we cannot establish a casual connection between the usage of the subject device and the reported pt death. Should these become available, gyrus acmi will reopen its investigation of this event and update the agency accordingly.